Event description:
It was reported that the patient required ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The patient reported that she did not have access to her settings when programming the pump, and incorrectly entered her basal insulin delivery rate from memory.